Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. Following the rv lead revision there was an issue with the setscrew resulting in the rv lead not being able to screw into the header . An implantable pulse generator (ipg) was used as a temporary pacemaker and later the ipg system was explanted and replaced with leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.